Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the alarm is not working and it was found that the issue was in the power switch.